Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, user informed the technical support engineer (tse) that they encountered a repeated error 23008 on universal surgical manipulator (usm)1. Before calling the tse, the user attempted to power cycle the system three times without any change. The tse recommended adjusting the usm1 to recover from the fault, but the usm1 would not adjust. The tse then guided the user through a hard power cycle of the system, but the error persisted, and the usm1 remained unresponsive. With a patient on the table and the need for all four arms, the user decided to switch to a backup system and intended to call back after the swap. Later, the user called back with issues related to swapping out the patient side cart (psc). The tse assisted them in resetting the system to synchronize it, as the blue fiber cable had been connected while the system was powered on. The customer was able to get the system up and running and continued with the setup for the case. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse repeated 23008 error and replaced the universal surgical manipulator (usm). Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the customer reported complaint was confirmed and replicated. A review of the logs found error 23008 confirming that the issue occurred in the field. The unit was tested on an in-house patient side cart (psc) fixture test platform (pftp) and it failed current sensors check and sine cycle with error 23008 on dof (degrees of freedom) 2. No signs of damage during visual inspection. The complaint was confirmed based on failure analysis. The probable root cause is attributed to failure of the yaw searchlight single axis on the usm.